Event description:
Customer reported lateral movement is slow or not functional. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, recommended lubrication of lateral moving parts as a preventative measure. System operates as intended. (B) (4)